Event description:
It was reported that a patient reused single-use supplies. It was not reported what cycle of peritoneal dialysis therapy the event occurred at. The home patient (hp) stated they had changed the cassette 4 times, but never changed the bags. The technical service representative (tsr) explained that the setup was compromised due to reusing the bags. The tsr advised the hp to use new supplies. It was not reported if proper procedures were reviewed with the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where reuse of a single-use product occurred. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.